Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation upon startup, it was observed that there was a black screen due to damage on the charge-coupled device cable. The damage to the charge-coupled device line was described as bent and damaged about 27 mm from the distal end. This finding is potentially caused by the new distal end insertion unit given assembly and user usage factors were ruled out. Upon further inspection, it was observed that there was corrosion of the plug unit likely due to improper use or maintenance during the cleaning sterilization and disinfection (cds) performed by the facility. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damaged charge-coupled device could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope exhibited no image when turning the angle. The issue occurred during preparation for use on an unspecified diagnostic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.